Event description:
Md attempted to remove catheter. Difficult to remove, may have heard a pop. Possibly some of the catheter had been retained as the black tip was not present on the catheter. Local representative for on-q system notified. CT of abdomen and pelvis done, fragment of catheter identified.